Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirms the reported instrument wear and damage. Review of device history records identified no related manufacturing deviations or anomalies. It is known the device was manufactured prior to design improvements. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Product has been returned and investigation is in progress. Once the investigation is complete and follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 -2019 - 00289.

Event description:
It was reported that the tibial articular surface provisional was returned with missing components. No additional information is available at this time.